Event description:
Reporter claims the chair was being pulled up stairs when the removable extension handle detached. Wheelchair and occupant fell down the stairs. Occupant received a broken nose along with bumps and bruises.